Manufacturer narrative:
This case was forwarded to valeant on 04/25/2013. Follow-up information was received by valeant on 05/08/2013. (B)(6) 2013: paralysis in lips, left side of mouth assessed as serious, unexpected and unassessable due to insufficient information. On (B)(6) 2013: the event paralysis left side of face (paralysis facial) assessed as serious and possibly related.

Event description:
This is a spontaneous report as received by valeant. Case description: this spontaneous report refers to a female patient with an unknown condition. On an unknown date, the patient started therapy with restylane (cross-linked hyaluronic acid dermal filler), for an unknown indication. No concomitant medications were available. On an unknown date, the patient experienced paralysis in lips, left side of mouth. The outcome of the event was unknown. No additional information was available. Follow-up information received on 05/08/2013. It was stated that a female patient in her 60's was injected with perlane-l (cross-linked hyaluronic acid with 0.3 percent lidocaine) and not restylane into the oral commissure area including lines to outside of lip area and lines below bottom of lips on chin. The patient received the injections on (B)(6) 2013., the left side of face was paralyzed. The onset of the paralyzed face did not occur until "couple of days" after the initial injection. The paralyzation persisted for 2-3 weeks. At the time of the report, the paralysis had resolved. The lot number to the suspect product was 11904 with an expiration date of july 2015. The reported lot number and expiration date are valid for perlane-l. No further information is available at this time. For reference purpose only, the following tracking number has been assigned: (B)(4).